Event description:
The customer reported that the system exhibited 'generator errors'. This error will result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.